Manufacturer narrative:
(B)(4) final report. Additional information, including whether the correct angulation (as per the corin surgical op tech) used when implanting the screw, whether trinity instruments were used to prep the screw hole, whether the cup fully impacted prior to inserting / tightening the screw and an update on the patient was requested in order to progress with the investigation of this event. It was confirmed that the angulation used to insert the screw was unknow and that corin instrumentation was not used to prepare the screw hole. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, it has been concluded that user error (possible incorrect angulation and use of non-corin instrumentation) may have caused or contributed to this event and thus this case is now considered closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Case-(B)(4) initial report. Additional information, including whether the correct angulation (as per the corin surgical op tech) used when implanting the screw, whether trinity instruments were used to prep the screw hole, whether the cup fully impacted prior to inserting/tightening the screw and an update on the patient has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity cancellous bone screw: metal fragments from the screw head came off when the screw was tightened. Trinity cancellous bone screw - part# 321.020, lot - 511982 (implanted), trinity cancellous bone screw - part# 321.025, lot - 511985 (implanted), trinity-I plus shell - part# 321.03.350, lot - 506885 (implanted), trifit ts hip stem - part# 694.1005, lot - 492891 (implanted). The head of the screw protruded slightly from the cup when the surgeon was attaching the screw to the cup. Metal fragments were generated when the bolt was further tightened. The surgeon say this event is the second, including an unreported event to our company.